Event description:
Patient was revised to address pain.

Manufacturer narrative:
The investigation was limited to the information provided, as the part and lot numbers required for reviewing the device history records were not provided. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Provided information in the complaint file indicates the patient was revised to a delta extend reverse shoulder. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the products and/or any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.